Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. Upon interrogation, at least one unsuccessful shock and possible output circuit damage were observed. Review of subsequent charging strips indicated that the device was not charging. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.